Manufacturer narrative:
(B)(4) initial emdr submission. It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Customer stated to sales rep that while the circuit was in use on a patient, the anesthesiologist was trying to oxygenate the patient on the table. They could not get a seal with the face mask, and the patients o2 saturation dropped into the 40% range. The anesthesiologist reported that they could not get a seal with the face mask as the masks are coming in very flat (not inflated) and even after inflation it is hard to get a seal on the patients face. It was reported after some time they were able to oxygenate the patient back to a normal rate. On (B)(6) 2016 phone call received from (B)(6) and the crna involved in the incident. The crna felt the mask was not retaining air and was going flat. She also felt the size and shape of the mask where wrong for adult use. She felt this type of mask would only be usable on a 9-13 year old population. The male involved in the incident did also have facial hair. She stated if they had not switched out the mask the patient would have died. After changing to a different product code mask they were able to oxygenate the patient and continue with the procedure as planned. No lasting effect or injury was sustained by the patient. A sample of the affected product is not available. They stated they threw out all of the remaining stock so no companion samples are available. They have switched to a new product made by carefusion. They will no longer carry this product code. They have switched to adw32014 with a current lot number of 0000886462. They are not having any issues with this product code.

Manufacturer narrative:
(B)(4) follow up emdr with investigation results. Unfortunately, no sample was sent for evaluation. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Two years of complaints were reviewed from february 1, 2014 - january 31, 2016 and no trend was observed. Without sample available for evaluation it is not possible determine if personnel contributed to this failure. Current product line is running according to procedure. In addition, our quality personnel perform a sampling by performing a visual inspection according to procedure of inspection. No issues were found with the materials. It is not considered that equipment is related to the failure mode. No issues were found with the manufacturing environment, and no issues were found with the design. Based on the investigation, at this time it¿s not possible to determine a root cause for the issue reported on this product since the sample was not available for evaluation. At this time no corrective action will be implemented.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. (B)(4).